Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
On the literature article named "cerebrospinal fluid infection associated with silver-impregnated external ventricular drain catheters", it was reported that, during treatment of patients that underwent placement of an evd with silver impregnated evd catheter and iv3000 dressing applied to the wound, 1 patient of 263 developed an infection with tbi (traumatic brain injury) cause. Additional details about how the treatment was concluded are unknown. Patients¿ outcome is unknown.

Manufacturer narrative:
Literature citation: b5. Atkinson r, fikrey l, jones a, pringle c, patel hc. Cerebrospinal fluid infection associated with silver-impregnated external ventricular drain catheters. World neurosurg. 2016 may;89:505-9. Doi: 10.1016/j.wneu.2016.01.034. Epub 2016 jan 22. Pmid: 26805688. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review on the product family revealed no similar instances in the last three years. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. A risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. Probable root cause may relate to incorrect skin preparation, incorrect application of dressing or a patient reaction to one or more of the components in the dressing. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including skin preparation and dressing application. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.